Manufacturer narrative:
One device was received for evaluation. Functional testing produced error code 1871. It was determined that the faulty optical switch that was unable to send the optical disc position to the pump was the root cause. The optical switch was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for an unknow reason. The device analysis found error code 1871 which was a result of a faulty optical switch. There was unknown patient involvement.